Event description:
It was reported that on (B)(6) 2024, driving cap for frna broke off in the insertion handle while the surgeon was driving the nail into the patient. There was no surgical delay. The procedure completed successfully. There was no patient consequences. This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j sales representative. D9: the subject device has been received. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code: 03.010.523. Lot no: 6l10943. It was electronically reviewed and the following non-conformance has been observed. No non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 03/01/2020. Manufacturing site:jabil bettlach. Note: DHR information was retrieved from pi-16995545105871573 as it is the same lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.